Event description:
Event description: it was reported that a patient incurred a right leg motor deficit after embolization coiling of an unruptured left anterior cerebral aneurysm (aca). Post-procedure, MRI showed small cerebral infarcts in the brain areas supplied by the aca, middle cerebral artery (mca), and posterior cerebral artery (pca).

Manufacturer narrative:
Device 1 of 8. Complaint sample was not returned for evaluation, as it is implanted within the patient. Additional narrative: the physician reported that there was a slight delay (30 min.) In initiating heparin delivery at the onset of the 3 hour embolization procedure. Accessory equipment used during the case consisted of a boston scientific synchro 2 guidewire, an ev3 x-pedion guidewire, a microvention 6f chaperon guiding catheter, and a microvention headway microcatheter. The physician noted organized clot on the distal tip of the headway microcatheter after withdrawal from the patient. None of these accessory devices were returned for analysis. It is unlikely that the MRI infarcts resulted from emboli generated from the embolization coils. This is because some of the infarct areas were served by arterial branches (mca and pca) that were proximal (retrograde) to the aneurysm. The vascular access devices were manufactured by several different device firms. It is unknown whether these devices caused or contributed to the infarcts.